Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Event details: one of our ccmb sites has been experiencing some chemo leaks with the ctsds over the last little while. To clarify on the below, the leaks are occurring where the ctsd is threaded onto the secondary set. I am not sure if it is related to a bad batch of the secondary sets, or the ctsds but it is only occurring at our st. Boniface site. Per additional communication: on tuesday, (B)(6) 2025, we had a patient getting enhertu. When I spiked my line with the secondary line, I had the bd phaseal optima on the end. The chemo started to prime through the line and leak at the connection between the secondary line and the injector piece. This ¿closed system¿. So regardless of the line being unclamped, no chemo should be able to flow through. I have noticed that we have had an increase in chemo leaks lately, which I find concerning. A few weeks ago, there was a chemo leak (very similar to this one) that occurred with (B)(6), we already discussed this. Additionally, I had a patient on (B)(6) 2025. As I was hanging her carboplatin, the secondary line ¿popped¿ off the line, the secondary line was unclamped, and chemo started pouring out. I am diligent in wearing my chemo gown and gloves, but the constant exposure to chemo is questionable. I just assumed that this was a one off, so I didn't bring the issue up with you or (B)(6). However, I am starting to see a pattern and I am concerned that these connectors are not compatible with the baxter secondary lines¿ or I just have terrible luck. I just wanted to bring this issue to you as I want these issues to be documented. I have cc¿d (B)(6) just so he¿s also kept in the loop. I have filled out an rl6 regarding this incident. I have also kept the secondary line with the injector attached in a cytotoxic bag. I don¿t know if this will be of much use to anyone. Let know if you have any questions. I am happy to speak about this further if needed.